Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the video function did not work properly due to a coupler failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the picture was upside down on the hd camera head. The issue was found during preparation for use. The intended diagnostic procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The evaluation found the reported issue was due to a damaged coupler. Additional findings were as follows: a cracked connector, and the unit failed leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.